Manufacturer narrative:
Corrected data: d1.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and thighs on(B)(6)2019 and presented with paradoxical hyperplasia (pah/ph) to the thighs.

Manufacturer narrative:
Additional information received indicates the device involved is not abbvie manufactured device.

Event description:
Additional information received indicates the device involved is not abbvie manufactured device.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported as it was confirmed that the device involved is non-allergan. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/12/2023.

Event description:
Allergan aesthetics received a report that the device involved is not an allergan device. The previously reported event, paradoxical hyperplasia, will be unreported as it is unrelated to coolsculpting.